Manufacturer narrative:
Product event summary: the balloon catheter afapro28, with lot 56453, was returned and analyzed. Visual inspection showed that the catheter was trapped inside the sheath. Smart chip verification showed that the catheter has been used for 14 applications on the date of event. The catheter failed the performance test due to system notice 50005, indicating ¿the safety system detected fluid in the catheter and stopped the injection¿. Pressure test using the vacuum line showed double balloon breach. Dissection showed a guide wire lumen breach close to the proximal bonding at the balloon folded point and it also revealed the pull wire was broken at the handle. In conclusion, the balloon catheter failed inspection due to the double balloon breach and the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.